Event description:
It was reported that the tip fractured and was snared. A rotawire was selected for use. During the procedure, it was noted that the wire tip fractured and was retrieved with a snare. There were no further patient complications reported.